Event description:
The diabetes care publish ahead of print was published that on (B)(6), 2011, a (B)(6) girl using an insulin pump, had developed recurrent hypoglycemia 60 to 90 minutes after a commercial airplane took off. The article reported that 50 users, children and adults using the insulin pump have experienced hypoglycemia. The article studied the effects of atmosphere pressure on insulin pump delivery.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.